Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17245088m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: smartablate pump kit (us), us catalog #: m490008, serial #: (B)(4). Product name: webster cs catheter with auto ID technology, us catalog #: d135304, lot #: 17233970m. Product name: lasso nav eco variable catheter, us catalog #: d134301, lot #: 17232685l. (B)(4)

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and after the case and while the patient was being transferred to recovery, the patient went into respiratory arrest. Adrenaline was administered and cardiopulmonary resuscitation was performed. It was noted that this patient had a medical history of chronic obstructive pulmonary disease that may have contributed to this event. The patient was reported to be in stable condition at the time the complaint was reported. The physician&#38112;opinion regarding the cause of this adverse event is that this was a result of the patient medical condition and the slow awakening from anesthesia.